Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the returned device was received. The guidewire had the spring tip bent/kink. Also, the device is kinked at 12 inches from the distal end. Dimensional inspection was performed. The device was measured within specification.

Event description:
It was reported that the burr got stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator and a rotawire and wireclip torquer were selected for use. Set rotational speed was 180,000rpm with the maximum speed at 180,000 rpm. During removal, it was noted that the rotaburr got stuck on the rotawire. Both rotablator and a rotawire were removed together from the patient body and the procedure was completed with another of same device. No patient complications were reported. The device was returned for analysis and evaluation was completed on 15dec2021. Visual inspection revealed that the returned guidewire had the spring tip bent/kink. Also, the device is kinked at 12" from the distal end. Microscopic inspection revealed that the returned guidewire had the spring tip bent/kink. Dimensional inspection revealed that the components were within specifications.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr got stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator and a rotawire and wireclip torquer were selected for use. Set rotational speed was 180,000 rpm with the maximum speed at 180,000 rpm. During removal, it was noted that the rotaburr got stuck on the rotawire. Both rotablator and a rotawire were removed together from the patient body and the procedure was completed with another of same device. No patient complications were reported.